Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output and telemetry. Battery depletion also occurred due to a high current drain which was caused by a leaky capacitor. After replacing the capacitor, normal function ensued.

Event description:
It was reported that the pulse generator exhibited excessive battery discharge. The patient would be monitored.